Event description:
Received info regarding a leaking cartridge. Reportedly, there was insulin dripping from the bottom of the cartridge o-ring. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a f/u supplemental report will be submitted.